Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing via a remote transmission was observed. Patient was asymptomatic. Programming changes were performed. Patient was doing fine.